Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and rewind anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was 178mg/dl. Customer took manual injection. Customer performed 5.0u fixed prime but the insulin did not exit. Customer stated piston just stopped, states it won't rewind or go forward. Insulin pump will be returned for analysis.